Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to symptoms of diabetes ketoacidosis and high blood glucose of 355 mg/dl. The customer was experiencing unexplained high glucose for one day. The customer stated that he had vomited and dehydration caused by his high glucose. Troubleshooting was performed. Reviewed the alarm history and found two no delivery alarms occurred the night before to his admission, and the customer did not hear the alarms. The programming, time, and date were correct. Performed a fixed prime and high pressure test and the tests passed, the customer stated that he noticed having a scar tissue in the area he was using to insert. The customer stated that he sometimes uses the infusion sets for more than three days. Advised the customer to wear the infusion set only for two to three days. The customer stated that he is treated with an insulin drip until he is discharged. No further info was provided.